Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hip replacement. According to the rptr: the pt was taken back to theatre at least 8 weeks after their hip replacements to remove suture material and deal with areas of discharging wounds. Wound was previously well healed but then developed intradermal abscesses and discharged. Happened on 3 pts. No other info is available at this time.